Event description:
The customer reported that the defibrillator had a red x and failed to power on. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.